Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was not any external damage noted. There was depleted battery alarms present in the event history log. During the functional testing the reported issue was able to be duplicated. The root cause of the reported problem could be due to the normal wear of the battery, but this could not be validated since no expiration date indicated on the battery. Replaced the battery.

Event description:
It was reported that the pump would not hold a charge unless plugged in. No patient injury was reported.